Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the disconnected flat flex cable on the pyxibus controller board and faulty slide rail bumpers caused issue. The field service engineer replaced the flat flex cable, replaced the slide rail bumpers, performed proactive maintenance, and validated functionality through hardware test application final test. The system functioned as intended after the field service engineer repaired the device.